Manufacturer narrative:
The blade was evaluated for rotation and was found to rotate freely. Evaluation of the edgeform indicates that the distal teeth (3) of the inner blade edgeform are damaged. There are several contact points observed on the i.d. Of the outer blade showing debridement. The tooth damage appears to have been caused by an impact and likely produced the observed shedding. Allow the rotating portion of any blade or burr to touch any metallic object such as a cannula or arthroscope can cause this type of damage. Further damage to both instruments is likely. Damage to the blade can range from a slight distortion or dulling of the blade edge to actual fracture of the tip in vivo. Based on the condition of the device, no root cause related to the manufacture of the device can be established.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the disposable 4.5mm fr elite blade seemed to disintegrate. It is unknown how the debris was removed. No x-ray or fluoro was used. A delay of 30 minutes was noted as a result. It was noted that this blade was used to complete the procedure. No patient impact was reported.